Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the merlin transmission, the implantable cardioverter defibrillator exhibited diagnostics anomaly. No intervention was performed. The patient was asymptomatic prior, during, and post the interrogation. The patient would continued to be monitored on merlin.net.